Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the unit was bogging down and not cutting well. The case was successfully completed with the same device with no adverse patient consequences.

Manufacturer narrative:
Date sent tot he FDA: 09/24/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.